Manufacturer narrative:
The reported oad was returned for analysis. The oad was fractured at the proximal edge of the crown, and the distal section was not returned. Scanning electron microscopy identified fatigue striations at the site of the driveshaft fracture. Driveshaft flexing at the weld location can initiate fatigue. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape, although the exact root cause of the reported event is undetermined. The oad was tested, spun on all speeds, and functioned as intended. However, the device data log confirmed a stall event had occurred during the procedure. At the conclusion of the device analysis, the reported oad fracture and device stall were confirmed. The report of crown jumping was unable to be conclusively confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The coronary oas instructions for use states, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." Patient age was reported to be within 70-90 years. An additional complication during the procedure has been reported in 3004742232-2021-00309. Csi ID# 10564

Event description:
A diamondback coronary orbital atherectomy device and viperwire guide wire were selected for a high risk percutaneous coronary intervention (chip) treatment in the highly calcified, 99% stenosed ostial circumflex lesion. The vessel was highly tortuous and approximately 4.0mm in diameter. The lesion was wired with a non-csi guide wire, a wire exchange was performed, and the oad was advanced to the proximal edge of the lesion using glideassist mode. Three treatments on low speed were performed. On the fourth treatment, the oad stalled and jumped in a distal to proximal direction. Imaging showed that the oad had fractured proximal to the crown. Multiple attempts were made to remove the fragment, but they were unsuccessful. The patient was not a candidate for surgery, and a series of stents were placed to stent the fragment to the vessel wall. Residual stenosis was less than 10%. The patient was stable, and their pre-procedure status had improved, following the procedure.